Event description:
It was reported to boston scientific corporation that during a therapeutic ureteric stone extraction (event date, patient's gender and age unknown) using a stone cone retrieval coil, a portion of the coating had sheared off inside of the patient while the physician was deploying the catheter. The physician retrieved the coating and successfully completed the procedure with this device. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture date of the device is unk. This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate number.